Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, tissue was pushed out of the jaws of a sureform 45 curved-tip stapler instrument and dragged while stapling the lung parenchyma. This occurred during the firing of a sureform 45 green reload, resulting in unexpected bleeding. As the knife of the stapler reload advanced, the blade did not appear to cut the tissue effectively. The stapler instrument was subsequently removed from the patient, and upon inspection, it was observed that the blade was protruding from the stapler reload at the most distal end. In an attempt to resolve the issue, a sureform 45 black reload was used; however, the same issue recurred. Subsequently, a third-party endo gia stapler instrument was used to complete the staple line. Additional tissue was removed as a result of the stapling issue. The cause of the event is unknown. The surgeon did not fire over an existing staple line, and there were no obstructions or hard material in the instrument jaws. It is speculated by the site's robotic coordinator that this incident may have been due to the tissue being too thick for the stapler reload. The procedure was completed robotically. The patient experienced no postoperative complications, and there are no concerns regarding long-term complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 green reload to perform failure analysis. A review of the stapler log shows that the sureform 45 curved-tip stapler instrument (lot number: k10251120-0132), was installed on the system six times and fired six sureform 45 reloads (2 white, 3 green, 1 black, in that order). On installs 1 and 2, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first two clamps were incomplete. The 3rd install was successful, and the firing was completed with 2 pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 4 pauses for compression. The stapler instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR report #2955842-2026-25429 for MDR submission of the adverse event/malfunction related to a sureform 45 black reload tissue pushout event.